Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose was 600 mg/dl with moderate ketones. Elevated blood glucose was addressed by manual insulin therapy and a bolus via the pump.